Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4), UDI#: (B)(4). The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. The lcd monitor was returned and analysis found no device issue. When connected to a known good system the returned monitor was found to be fully functional. The touch function is normal. Was able to re-calibrate the touch function without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the touch screen stopped working on the touch screen surgeon monitor. Medtronic representative checked cabling, and everything was firmly connected. Video input was working normally. Representative suspects monitor touch not working. There was no patient present when the issue occurred.